Event description:
On event date, the user facility's rn informed the manufacturer's representative of the following: physician went to explant device and catheter was broken off and stuck in vein. Device has about a 1 1/2" segment still attached and the loose segment will be retrieved today. The patient is going to x-ray for retrieval of the loose segment. The device will be returned to the manufacturer for analysis.